Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the customer observed sparks originating from the maryland bipolar forceps instrument when it was fired. There was a significant amount of tissue sticking to the instrument's tips. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse advised the customer to clean the instrument and check for damage to the black cable. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information: the debris of the tissue was adhered to the instrument's tip and tissue was not caught in the instrument. It is unknown if the bio debris was caused by the sparks. It is unknown if there was any other damage to the instrument after the arcing event. The arc grounded from the base of the instrument's jaws. The surgeon was cauterizing the tissue, and bipolar energy was activated when the arcing event occurred. The instrument was connected properly, and the force triad generator was in use when the event occurred. The setting used on the generator is unknown. It is uncertain how long the instrument was in use or what other instruments were in use when the arcing event occurred. The instrument's tip did not collide with any other instrument or tool. It was unknown if the instrument tip was in contact with tissue or touched any staple, clips, or sutures while energized. The reporter does not know if the jaws were immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. It is unknown what caused the arcing event. There is no report of post-surgical complications, and the patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the maryland bipolar forceps instrument.